Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the display on the insulin pump has two or 3 lines across the screen. Customer also reported that the up arrow button has an intermittent response. Blood glucose value is 137 mg/dl. Nothing further reported.